Event description:
It was observed that during the evaluation, the bronchovideoscope exhibited that the light guide (lg) lens has corrosion. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the light guide (lg) lens has corrosion. Based on the results of the investigation, the most probable cause of the failure(s) indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.